Event description:
It was reported that during a sleeve gastrectomy procedure using the device with a gold cartridge, there arose a lot of bleedings. The staple line looked fine but did not hold it very well. Little vessels "popped" open and it took 15 minutes to close all the little vessels on the sleeve. They used a clip applier to finish the procedure. Device and reload have been discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. "Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? No, 'normal' bariatric patient. You mentioned that the patient lost 300cc in total now, was a transfusion required? Yes, she needed a blood transfusion. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What was the patient's pre-op hemoglobin and hematocrit? No. What was the patient's post operative hemoglobin and hematocrit? No. Is the prolonged hospitalization only caused by the bleeding or are there other additional causes? Yes only because of the extra bleeding, also now intraluminal bleeding. What was the quality of tissue in the area where the device was fired? Good, normal gastric tissue, no cancer our something like that. Just normal tissue. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? No. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. What is the age and sex of the patient? Female, 1977 age I don't know. What is the current status of the patient? On saturday (B)(6) the surgeon operated again! And she is still in the hospital."